Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, error 402 "map: magnetic distortion.", and a force vector inverted were observed on the carto 3 screen. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, microscopic inspection and functionality test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material inside the pebax. Due to the reddish material inside the pebax, the device was inspected under a microscope and a hole was found on the pebax surface. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed; however the screening test could not be performed since the temperature value was observed flickering due to an open circuit. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The reddish material inside the pebax could be related to the force and carto recognition issues reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The carto 3 system instructions for use (IFU) contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. For the damage on the pebax, the IFU states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially, it was reported that during the operation, there was a problem with the force of the catheter. An error code of '402' was displayed. A second device was used to complete the operation. There was no adverse event reported on patient. The force and carto recognition issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 10-jul-2024, there was reddish material inside the pebax and a hole on the pebax surface. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 10-jul-2024.